Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k000855 or k032426 (B)(4). Summary of investigational findings: no images provided why evaluation of this complaint is based solely on the description. Based on the information provided the exact root cause cannot be determined. However, filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation the majority end up in successful filter retrieval. According to article [2] "there are no published guidelines for surgical or endovascular removal of perforated ivc filters. Removal is considered based on the severity of symptoms and perceived long term adverse outcomes". No evidence to suggest that this device was not manufactured according to specifications. Lot number unknown. Failure mode addressed in IFU, potential adverse effects. Relevant individuals are informed and cook will continue to monitor for similar events. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: approximately 5 years ago. A gunther was implanted in patient's ivc. Date: unknown. Endoscopic inspection revealed that one of the filter leg penetrated the ivc and duodenum. The leg penetrated ivc deeply enough that the secondary leg also got out of the ivc. In addition, angiography indicated the suspicion that one of the another legs of the filter also penetrated ivc. Removal of the filter by surgical operation is planned to be performed on (B)(6) 2013. Patient outcome: surgical operation is planned to be performed on (B)(6) 2013.